Manufacturer narrative:
(B)(6). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient had been under routine monitoring and showed no negative changes on the patient's condition. The returned guide wire had its coil wire fractured at the middle solder located at 15mm from the wire tip. At approximately 13mm distal to the coil wire fracture, bent and fractured core wire was exposed. Core wire fracture site was microscopically observed. The core fracture surface was flat and the core shaft was twisted with multiple helical marks. Coil wire fracture site demonstrated characteristics of fracture that coils were straightened by pulling force. These findings suggested the separated coil wire was approximately 15mm of the coil including the ball tip, and the separated core wire was approximately 2mm. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torque exceeding the product design limit was inadvertently applied along with wire manipulation while the guide wire was being trapped by the lesion leading the core wire to be fractured. The coil wire was assumed to be fractured by pulling stress applied during wire removal; as coils unraveled, the coil wire was twisted at the middle solder where coils were fixed to the core wire and eventually fractured. There was no indication of product deficiency. [Warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a below-the-knee ppi to treat a moderately calcified cto lesion, the subject guide wire was advanced but difficult to cross. When the physician attempted to remove the guide wire out of the anatomy, separation of the wire tip was noted. The separated tip could not be retrieved and it felt the separated tip would not affect patient prognosis so that the physician decided to leave as is and finished the procedure.